Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. Cause was not known. Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump. A correction bolus was delivered to address bg. The customer reverted to an alternate method for insulin therapy.